Manufacturer narrative:
According to the event description ((B) (6)), there was "no digital display" and that the femostop was replaced by a new device. Lines were pulled successfully. The event description does not indicate that the device malfunction caused or contributed to an injury. However, the report indicates that an injury has occurred. Stated event outcome is 'disability or permanent damage". We don't know what type of injury occurred and there is no indication that femostop contributed to that injury. Unfortunately this all the info sent to us and we do not know which hospital reported the event.

Event description:
Event description (from voluntary report (B) (6)): "applied femstop to pull lines and when went to inflate to pull line, no digital display. Went and got old model. Femstop and gauge and pulled lines successfully."